Event description:
Additional information received reported perioperative antibiotics were administered. It was reported the onset of the infection occurred on 2014-(B)(4). It was reported the site of the infection occurred at the incisional wound opening and the lead track. It was reported a culture was taken from the thoracic region. The results of the culture were unknown however the patient was treated with both IV and oral antibiotics. It was reported the infection resolved.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu _unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the lead or extension had eroded through the incision and there was poor wound healing. It was reported the health care provider (hcp) was washing out the wound. It was reported there was a possible infection. Additional information received reported cultures were obtained; however, the results were not available at the time of report. It was reported the health care provider (hcp) is inserting a PICC line and initiating an antibiotic treatment.